Event description:
It was reported that the device exhibited ¿error 46510, the pump rings continuously, even without battery¿. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was confirmed through functional testing which identified that the pump records error code 46510. The manufacturer representative replaced the dso seal and corrected the error code.